Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, cross-talk was observed between atrial and rv paced events. Lead was not implanted when repositioning was unsuccessful. There were no complications during replacement procedure.